Event description:
It was reported that the patient underwent a hip revision approximately one-month post-implantation due to multiple dislocations. During the procedure, the head and bearing were revised. It was confirmed that no further information could be provided.

Manufacturer narrative:
(B)(4). D10: delta cer fem hd 32/+3mm t1. Item: 650-1161. Lot: 3248840. G2: foreign ¿ australia. The product was requested but was not returned by the hospital; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.